Event description:
It was reported that premature battery depletion of this device was suspected. A decrease in the battery's longevity from 5 years remaining to 1 year remaining was observed between follow-up visits. Subsequently, this device was explanted and replaced, and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in (B)(6) 2018, which was expanded in (B)(6) 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population, and in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This report will be updated should additional information be provided.

Event description:
It was reported during ongoing use, premature battery depletion was suspected. As of (B)(6) 2019, latitude indicated the battery's longevity was 5 years remaining. During a device check in may of this year, it was indicated the battery was showing 18 months remaining, and on (B)(6) 2020, it was indicating that there was 1 year remaining. At this time, there is no evidence that any action has been taken.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during ongoing use, premature battery depletion was suspected. Last year, the latitude communicator indicated that the battery's longevity showed 5 years remaining. During a device check in may of this year, it was observed that the battery was showing 18 months remaining. During the most recent device check, it was observed that the remaining battery was showing 1 year remaining. No adverse effects to the patient were reported. Additional information: an update was received from the field rep, indicating that the patient will continue to be monitored by their physician.